Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient: male. Outer cuff begins leaking perioperatively. It was filled with water as prescribed. The cuff begins leaking in the middle of the operation. No explanation when the position of the tube was inspected using video optics. It was not possible to get this sealed and it was changed to a standard tube and the operation was completed without complication. Clinical consequences: none, as the event was avoided". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "patient: male. Outer cuff begins leaking perioperatively. It was filled with water as prescribed. The cuff begins leaking in the middle of the operation. No explanation when the position of the tube was inspected using video optics. It was not possible to get this sealed and it was changed to a standard tube and the operation was completed without complication. Clinical consequences: none, as the event was avoided". No patient harm or injury reported. Patient condition reported as "fine".